Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient transfer to ccu, the cs300 intra-aortic balloon pump (iabp) monitor display has flashing and noise. There was no patient harm reported.

Manufacturer narrative:
Updated fields: e1 (site country), h6(type of investigation, investigation findings, investigation conclusion). Additional information: e1(event site telephone: (B)(6)).. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse disconnected the video receiver cable, cleaned the contacts and reinforced the insulation to make the cable tighter, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.